Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. It may be possible that the atherectomy device was advanced too far up the barewire or during use, the clearance between the inner member of the atherectomy device and barewire was reduced causing the devices to become stuck together; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D10, h3 - device not available for evaluation.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that the procedure was to treat a mildly toruous, moderate to heavily calcified popliteal artery. A 315 barewire workhorse became stuck in the non-abbott rotational atherectomy catheter during the procedure. The devices could not be separated and were removed from the anatomy together as one unit. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.